Event description:
International affiliate reports revision surgery was performed due to device pull out/loosening and a fractured vertebral body. As reported, the plate had come off the vertebral body and a screw had subsided on the vertebral body. The cervical cage was loose. The explanted devices included one uniplate plate, two uniplate self drilling screws, and one cervical I/f cage. See the following medwatch reports for the other devices involved in the event: 1526439-2013-24953, 1526439-2013-24954, 1526439-2013-24955.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned uniplate 1 level plate, 20mm [product code: 1897-01-020, lot no: alkbbt] noted moderate scratch marks on the front surface of the plate. Additionally, one of the two locking cams had deformed hexlobes. No other abnormalities were observed. The two (2) returned uniplate self drilling screws, 14mm [product code: 1897-07-014, lot no: apcbpt] noted minor wear marks around the edges of the hexlobes. No other physical defects or abnormalities were indicated during evaluation. The cervical I/f cage lg 7° [product code: 1733-01-207] was not returned as it was discarded by the customer. (B)(4). No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A DHR review for the cervical I/f cage lg 7° [product code: 1733-01-207] could not be conducted as the lot number of the device is unknown and it was discarded by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the screw pullout is undetermined. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
Corrections: all corrections due to device not being made available to manufacturer. Other devices included in the event were returned and information was incorrectly updated to the previous follow-up for this report. Device available for evaluation corrected to no. Device evaluated by manufacturer corrected to no. All methods removed, results corrected to (B)(4)- none, conclusion corrected to (B)(4)-device not returned. No evaluation will be performed. A DHR review for the cervical I/f cage lg 7° [(B)(4)] could not be conducted as the lot number of the device is unknown and it was discarded by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the event is undetermined. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required. Device discarded by customer.